Manufacturer narrative:
H3. The pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pipeline flex appeared to be stuck at the distal segment of the catheter. For further examination, the pipeline flex was pushed out of the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact and fully opened with no signs of damage. The distal and proximal ends of the pipeline flex braid were found fully open and moderately frayed. The hypotube was not stretch. The pushwire was found to be separated at the distal hypotube. Corrosion was observed around the broken end. Blood was found on the outer jacket of the hypotube. No bend was found on the pushwire. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker band were examined; and no damages were found. The catheter body was found flattened. The catheter was flushed with water and water exited out of the distal tip. An in-house 0.026¿ mandrel was inserted through the hub and tip of the catheter without issue. Resistance was encountered at the damaged location. No other anomalies were observed. The broken end sent out for sem/eds analysis. Based on the device analysis and reported information, the customer¿s report of ¿failure open¿ could not be confirmed as the braid was found fully opened. It¿s possible the damaged braid contributed to the event. However, the cause could not be determined. The pushwire was found separated at the distal hypotube. Per the sem report backscattered electron (bse) image showing the fracture surface along with eds spectra collected. Elevated oxygen (o) peak was detected, along with chloride (cl) peaks. The fracture surface exhibits corrosion damage that obscured the original fracture features. No definitive conclusions can be provided. It is possible separation occurred if the user attempted to retrieve the pipeline flex through the phenom catheter against resistance. Damage found with the returned phenom (flattening) can cause resistance. However, as this issue was not reported by the customer the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic flow diverter failed to open at the distal section. The device was prepared and used per the instructions for use (IFU). The vessel anatomy was reported to have been moderate in tortuosity. A new device was used to treat the patient. No patient injury was reported as a result of the event.